Event description:
The complainant reported a 65-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported that, when the patient arrived at the intensive care unit, thrashing and access site bleeding occurred. Medical staff held manual pressure, matched angles, forwarded tension sutures, and applied topical tranexamic acid-soaked gauze to obtain hemostasis successfully. Medical staff also reported that bleeding occurred again after the patient had been turned. Medical staff then managed the patient with manual pressure and hemostatic gauze dressing. The patient remained stable until potential escalation to an impella 5.5 and survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): limb ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be use issue because the bleeding was controlled, and hemostasis was achieved by applying manual pressure and forward tension sutures. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-12714. New code was added to component code.